Manufacturer narrative:
The suspect gas delivery engine (gde) was received and evaluated. The reported problem was duplicated and the cause isolated to burnt transistors at the printed circuit board assembly (pcba).

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect gde component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect gde component for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported a burnt smell and white smoke on startup coming from this ventilator device. The customer determined the most likely cause of this fault was the gas delivery engine (gde). The customer stated no patient involvement with this event.